Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. It was noted that the implantable cardioverter defibrillator (ICD) had far field r-wave oversensing (ffrw) triggering inappropriate automatic mode switch (ams) episodes. Programming changes were performed; no further issues were noted. The patient was stable before, during, and after the programming changes.